Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder instability surgery the suture got caught in the anchor and broke while tightening. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-3652sp. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, it was noted that the anchor/sutures were not returned. No problems were found with the driver. Functional testing was not performed due to damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.